Event description:
A malfunction was reported on the pump, but no notable events were recorded prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it with no recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the issue reoccurred, which the customer understood and acknowledged.